Manufacturer narrative:
(B)(4). Device evaluation: manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance related to the customer claim was generated. The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the sample was inspected with a microscope with at least 10x magnification. Small loose particles were observed on the sample (part of the lens optic body) compatible with handling the lens out of the sterile and particulate controlled environment. Haptics were found within visual inspection specifications. No damage on the returned lens were observed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that due to patient's anatomy the haptics would not hold, which required the surgeon to remove the lens and insert a sulcus lens. It was further stated that the patient moved causing the capsular bag to tear. No vitrectomy was performed, however the incision was enlarged and 3 sutures were required. The patient was stated to be doing fine.

Manufacturer narrative:
(B)(4) - incision enlarged.removal and replacement of intraocular lens.patient movement causing capsular tear.all pertinent information available to the manufacturer has been submitted. Placeholder.